Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was not infusing and alarming with a red screen about the channel, upon further investigation, observed broken and damaged inter-unit interface (iui) connectors on the both pcu's and lvp channels. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module was not infusing and alarming with a red screen about the channel, upon further investigation, observed broken and damaged inter-unit interface (iui) connectors on the both pcu's and lvp channels. There was patient involvement but no harm.

Event description:
It was reported that the pump module was not infusing and alarming with a red screen about the channel, upon further investigation, observed broken and damaged inter-unit interface (iui) connectors on the both pcu's and lvp channels. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field.